Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported thrombosis is a known adverse event listed in the rx vision instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the vision stent was used in an acute myocardial infarction (ami) patient. It should be noted the vision IFU states: the device is contraindicated for patients who have experienced a recent (less than 1 week) acute myocardial infarction.

Event description:
It was reported that on (B)(6) 2011, the patient presented with acute myocardial infarction (ami) with a lesion in the mid left anterior descending (lad). After performing atherectomy, the vision 3.5 x 23 mm stent was implanted in the lad, and a 3.0 x 18 mm non-abbott stent was implanted in the first diagonal. On (B)(6) 2011, the patient was experiencing an ami and was hospitalized. Thrombosis was observed from the area proximal to the deployed 3.5 x 23 mm vision stent in the lad, and the entire area distal to the vision stent was occluded with thrombosis. Ballooning was performed to treat the thrombosis. The patient was intubated in the critical care unit (ccu) and currently in stable condition. No additional information was provided.